Event description:
International affiliae reports the microsensor was inserted at time of craniotomy. During the course of the next eight hours the intracranial pressure indicated by the sensor showed significant increase which differed from the radiological and clinical findings. Contrary to the sensor reading; the pt was stable without increasing intracranial pressure. The microsensor was removed because of this discrepancy.